Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a facial fracture procedure, the drill bit broke while it was being changed out. The surgery was prolonged 15 minutes. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: no product fault could be detected. The cross section surfaces show no irregularity which indicates material conformity. Possible contributing factors are high mechanical force in a slanting direction or very callous bone may have caused these breakages. Lot number f-11400.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hsz. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
(B)(4): the part returned, an evaluation is pending. A review of the device history record did not reveal conditions that could have contributed to the reported event.